Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise as noted on the stored electrograms. In addition, it was noted that the patient had history of t-wave oversensing (twos) in the past. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.